Manufacturer narrative:
The patient returned the reported meter to lifescan for evaluation on (B)(4) 2013. Product analysis was performed on the meter, with failing results. It was determined the meter's display was not functioning and there was contamination on the lcd connector. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan to report the one touch ultrasmart meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient manages his diabetes with insulin pump therapy. The patient reportedly did not have a backup meter available. On (B)(6) 2012, at 11:00 am, the patient experienced the symptom of vomiting. The patient was taken to the emergency room, and was treated with intravenous fluids. His blood glucose level was not provided. Troubleshooting revealed the test strips were correct and the battery did not need to be replaced. The meter, test strips and control solution were replaced. The patient returned the reported meter to lifescan for evaluation on (B)(4) 2013. Product analysis was performed on the meter, with failing results. It was determined the meter's display was not functioning and there was contamination on the lcd connector. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter issue occurred, and received emergency medical attention and treatment with fluids. Therefore, this complaint is being reported.